Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient's blood glucose on an unspecified date was 55 mg/dl with blurred vision, unsteadiness while standing or walking, confusion, and severe dizziness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates; the total daily dose basal history did not match the programmed basal rates because of a cartridge change; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was determined during troubleshooting that the bolus settings were incorrectly programmed. The patient was referred to a healthcare provider for diabetes management. There was no indication or allegation of a device malfunction. This complaint is being reported because the serious injury was attributed to use error.

Manufacturer narrative:
Follow-up #1 date of submission 12/15/2015-product analysis: the device was returned and evaluated by product analysis on 12/02/2015 with the following findings: no device issue was revealed during investigation. Review of the pump¿s black box revealed no related issues or evidence of abnormal behavior. The pump¿s total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. (B)(4).